Manufacturer narrative:
Analysis of the device history record is anticipated but has not yet begun. A follow-up report will be sent after the investigation is complete. Csi ID: (B)(4).

Event description:
During optical coherence tomography image review following the atherectomy procedure with an orbital atherectomy device, a thrombus was identified. The procedure was reportedly completed without adverse event to the patient. Clinical study patient identifier: (B)(6).

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a sub-clinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, this event no longer meets the definition of a reportable serious injury. Csi ID (B)(4).

Event description:
The location of the thrombus was at the proximal reference vessel. No thrombus was observed via angiography.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).